Event description:
It was reported that the a (B)(6) transmission was received with an alert for hv lead impedance out of range. No measurements had ever been recorded for the rv to svc and svc to can vectors. The device was reprogrammed to use the rv to can shock vecto...

Event description:
It was reported that a merlin.net transmission was received with an alert for hv lead impedance out of range. No measurements had ever been recorded for the rv to svc and svc to can vectors. The device was reprogrammed to use the rv to can shock vector. Programming changes resolved the problem. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.